Event description:
On (B)(6) 2018, a 14mm amplatzer atrial septal occluder (aso) was selected for use. During the procedure, the 14mm aso deployed in a cobra shape three times. The 14mm aso was exchanged for another device which was implanted without issue. Per user, patient anatomy did not attribute to this event. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.